Event description:
It was reported that undersensing was noted on two brady detected episodes on the implantable cardiac monitor (icm). The icm remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).